Event description:
The tip of the device broke off into the knee. The piece was retrieved intact from the patient.====================== health professional's impression======================unknown, the surgeon did not know why this occurred. He stated he was using the appropriate amount of pressure and that he was using the device properly.====================== manufacturer response for athrex 4.0mm dissector, (brand not provided)======================the sales rep was made aware of the incident on the date of incident. Once the hospital is completed with the testing it will be returned to the manufacturer for them to test. No comment made by manufacturer on why the device failed.